Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 6.8-7.1cm from the connector pin, consistent with lead friction to the ICD can. The outer coil was exposed at this location. This is consistent with the observation from the field of noise. (B)(4).

Event description:
It was reported that noise on right ventricular (rv) lead was observed. The noise was leading to pacing inhibition and inappropriate mode switch the patient did not experience any symptoms. The lead was extracted and replaced successfully. The patient is stable after the procedure.